Event description:
The capsule was ruptured due to a phaco power surge during a phacoemulsification procedure. A vitrectomy was performed and the procedure was completed with no add'l problems reported.